Manufacturer narrative:
On 07/06/2015 additional information was received by arjohuntleigh. It was notified by the facility that the resident involved in the incident had passed away. The resident had been hospitalized as a result of the incident when the event was first reported. Director of nursing stated that they have no information on whenever the resident's death was related to the fall and they also do not know the date of the resident's death as the resident died in the hospital.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 two caregivers were raising the resident from her wheelchair and looped the sling through the wheelchair's arm. During the resident's raising the wheelchair tipped backward and the resident slipped out of the sling to the floor on her head. As a consequence of the event the resident suffered head injuries including abrasions and internal bleeding in the brain and then was sent to hosp.

Manufacturer narrative:
(B)(4). As of 2014 that number was de-activated due to the site no longer shipping products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted. Arjohuntleigh rec'd a customer complaint where it was reported that the resident slipped out of the sling on the floor as two caregivers looped the sling through the wheelchair's arm before lifting the resident causing the wheelchair to become slowly lifted from the floor and finally tilting backwards. As a consequence, the pt fell backward rec'd a head injury. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively lot and stable. It has been established that the lift device (maxi move) and the standard clip sling sys was being used for pt handling at the time of the event. No malfunctions regarding sling or lift were found that could have caused or contributed to the event. An on-site inspection found the sling fitted with "black keyhole" clips. Production of slings with black keyhole clips was seized some time ago (year 1999), therefore the sling involved in the incident is at least (B)(6). However, the lift and the sling were found to have been to spec from a functional perspective when the event took place. From out product knowledge in part gained from review of previous complaints, from simulation performed there is no possibility of a person to slide out of the sling during on-label use. Even in case where the wheelchair tilted backwards a person should be still supported in a sling at least all other instructions in the IFU are followed. Therefore, we can offer a few possible scenarios for a pt to slip out of a sling: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (eg: sling used upside down, wrong type of the sling used, wrong position of the resident/pt arms). A sling clip detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. This situation would likely be aggravated and a slide out from the top of the sling facilitated, if the person was repositioned into the most horizontal position. This situation would likely be aggravated and a slide out from the top of the sling facilitated, if the person was repositioned to the horizontal more quickly than normal, or at an incline bigger than normal. Following the info rec'd and documented in the complaint file, it is worth nothing the caregivers looped the sling through the wheelchair's arm and therefore it appears highly unlikely that not under the resident's thighs. Based on this, the second scenario is in line with the event description. In this case, the body of the person could slide out entirety as the shape of the sling would not support the body. When the leg parts of the sling were looped through wheelchair's arm the gap between the leg straps was probably so big that the body of the resident slid out entirely at the bottom of the sling. As the wheelchair fell backward the resident was repositioned to the horizontal more quickly than normal. Her bottom part could remained partially in the wheelchair but head could hit the floor. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents, and that only due to this the device contributed to the event. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure, check the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. (B)(4).